Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, prior to the deployment of a 23mm sapien 3 valve, balloon aortic valvuloplasty (bav) catheter was used performed. After bav, insertion difficulty partially through the access vessel was encountered due to calcification. The valve alignment was then performed at the straight descending aorta. During valve deployment, the delivery system balloon was inflated with 17ml of contrast; however, it could not be fully inflated. Due to the withdrawal of blood, it was determined that a balloon ¿rupture¿ occurred. The commander delivery system was removed. A non-edwards balloon catheter was then used for post dilation. After the tavr procedure, the degree of an aortic regurgitation was mild. The reason of rupture was unknown. At the time of the report, the patient¿s condition was reported as recovering. The valve remains implanted in the patient. The native annular valve area measured 351.0mm2 by CT. Moderate valvular calcification and mild aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 5.6mm with moderate-severe calcification and mild tortuosity reported. The commander delivery system and esheath were discarded post procedure and are not available for evaluation.

Manufacturer narrative:
Corrected information: section h10: narrative text. The commander delivery system was discarded following the procedure and was not available for evaluation by edwards lifesciences. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. No photographs of the device or procedural imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review no other similar complaints. Complaint history review from july 2018 to june 2019 for the edwards commander delivery system (all models and sizes) revealed other similar returned complaints. No manufacturing non-conformities were identified in the returned samples. A review of the complaint history revealed that the occurrence rate did not exceed the june 2019 control limits for the appropriate trend category. Per the IFU and training manuals, correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insert loader completely into sheath, ensure wire is still in lv, ensure sheath tip is still past the aortic bifurcation, advance thv through loader and sheath using short movements, in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was not able to be confirmed as no imagery was provided and the device was not returned for evaluation. Without the device, the presence of a manufacturing non-conformance was not able to be determined. However, a review of device history record, lot history, complaint history, and manufacturing mitigations supports that a manufacturing non-conformance likely did not contribute to the complaint event. As there were no reported difficulties in de-airing the device, a leak was likely not present on the device out-of-box. As stated in the cer, ¿there was an insertion difficulty partially through the access vessel due to a calcification.¿ if the access vessel was calcified or tortuous, calcification could damage the balloon upon entry. The device could have been manipulated in order to continue insertion. It is possible that this manipulation also resulted in damage to the balloon and the observed leakage during inflation. Although a definite root cause could not be determined, available information suggests in addition to procedural factors (manipulation of the devices), patient factors (moderate valvular calcification) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was discarded following the procedure and was not available for evaluation by edwards lifesciences. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. No photographs of the device or procedural imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review no other similar complaints related to balloon ¿ leakage. Complaint history review from july 2018 to june 2019 for the edwards commander delivery system (all models and sizes) revealed other similar returned complaints. No manufacturing non-conformities were identified in the returned samples. A review of the complaint history revealed that the occurrence rate did not exceed the june 2019 control limits for the appropriate trend category. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was not able to be confirmed as no imagery was provided and the device was not returned for evaluation. Without the device, the presence of a manufacturing non-conformance was not able to be determined. However, a review of device history record, lot history, complaint history, and manufacturing mitigations supports that a manufacturing non-conformance likely did not contribute to the complaint event. As there were no reported difficulties in de-airing the device, a leak was likely not present on the device out-of-box. As stated in the cer, ¿there was an insertion difficulty partially through the access vessel due to a calcification.¿ if the access vessel was calcified or tortuous, calcification could damage the balloon upon entry. The device could have been manipulated in order to continue insertion. It is possible that this manipulation also resulted in damage to the balloon and the observed leakage during inflation. Although a definite root cause could not be determined, available information suggests in addition to procedural factors (manipulation of the devices), patient factors (moderate valvular calcification) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.